Event description:
Boston scientific received information that aai pacing occurred when the patient enters into supraventricular tachycardia (svt). The device was programmed to aair-70. The patient entered into a ventricular tachycardia (vt) and stored an episode. The device was reprogrammed to ddir-65. Approximately four months later, shock therapy was delivered eight times, with four shock impedance measurements less than 20 ohms. Upon therapy delivery for svt, atrial fibrillation (af) with rapid ventricular response (rvr) occurred, proceeding to degrade into vt at 240 bpm to 260 bpm. Technical services was consulted and discussed recommendations. A revision procedure was performed. The right ventricular (rv) lead was surgically abandoned and the device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.